Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported the patient had his pump removed last year because his body was rejecting the pump. An attempt was made to acquire additional information, however, further follow-up was unable to be obtained.